Event description:
The customer contacted the siemens technical solutions center (tsc) after obtaining discordant potassium, glucose, and creatinine results on one patient sample (sid (B)(6)) on a dimension vista 1500 instrument. During a review of the instrument files, it was discovered that three patient samples tested for creatinine (crea), calcium (ca), carbon dioxide (co2), glucose (glu), urea nitrogen (bun), sodium (na), potassium (k), chloride (cl), albumin (alb), aspartate aminotransferase (ast), alkaline phosphatase (alp), alanine aminotransferase (alti), total bilirubin (tbil), and total protein (tp) had been dispensed into aliquot wells already containing quality control material. It is unknown if the patient results were reported to the physician(s). Two of the three patient samples were rerun ((B)(6)) was not rerun) and the results differed from the initial results. It is unknown if which rerun results were reported to the physician(s). There are no reports of adverse health consequences due to patient samples being dispensed into the same aliquot wells as qc material.

Manufacturer narrative:
Siemens healthcare diagnostics has investigated the incidence of patient samples and quality controls being dispensed into an aliquot well that quality control or calibration material from a vista vial has already been dispensed into. It has been confirmed that the issue can occur on dimension vista instruments that use software versions 3.5.1 and 3.6 during conditions requiring a system reset. Customers in the united states were sent an urgent medical device correction (umdc), umdc 13-49: dimension vista 500/dimension vista 1500 aliquot well double dispense in june 2013. An urgent field safety notice (ufsn), ufsn 13-49: dimension vista 500/dimension vista 1500 aliquot well double dispense, was sent to customers outside of the united states in june 2013. The umdc/ufsn instruct customers to check for pending quality control or calibration tests if the system requires a reset and if so, to restart the software prior to processing patient samples.